Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2020, during an unknown procedure, it was discovered that the tip of the 12.0mm/8.0mm protection sleeve was deformed and locking screw could not pass through the tip. It is unknown if the procedure was completed successfully. It is unknown if there was a surgical delay. The patient outcome is unknown. Concomitant devices reported: screws: locking (part number unknown, lot unknown, quantity 1). This report involves one (1) 12.0mm/8.0mm protection sleeve 188mm. This is report 1 of 1 for (B)(4).